Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the case information and related record review, a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined. The treatment appears to be related to circumstances of the procedure. The patient effects of vascular injury and hemorrhage are listed in the electronic perclose proglide instructions for use (eifu), as potential adverse events of use of the device. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. Correction: h6 - medical device problem code 3190 was removed.

Event description:
Subsequent to the initially filed report, the following information was received: it was reported that this was an arteriotomy closure of the right common femoral artery using a proglide device after a coronary angiogram diagnostic procedure using a 7f sheath. The device was believed to have been used and deployed as supposed to with the lever returning to the original position. No resistance was noted during removal of the proglide device from the anatomy. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. B3: date estimated. (B)(4).

Event description:
User facility medwatch report received that states,"describe the event or problem: md attempted to close arteriotomy with proglide closure device, but as stated, a portion of the vessel intima adhered to device and was withdrawn when device removed. That piece of tissue was sent to pathology for review. The 6fr sheath arteriotomy needed to be upsized to 8fr sheath for bleeding control and finally access site was able to be closed with angioseal. What was the original intended procedure? Femoral artery access closure. Therapies being used on the patient at the time of the event that may have caused or contributed to the event: not applicable.